Event description:
Additional event information was received further reporting that the trauma patient was intubated at the time of the examination. The patient's scan was completed successfully and the patient was treated for injuries unrelated to the scanning event.

Manufacturer narrative:
Exemption number e2017017. Siemens healthineers malvern USA (importer) is submitting the report on behalf of siemens healthcare gmbh, forchheim (manufacturer). B5: additional event/patient information. H3, h6: siemens completed a technical investigation of the reported event. It was discovered that the patient was intubated at the time of the reported event and a component of this equipment fell into the gantry and had been pressed into the gantry cover during the examination. While moving the patient out of the gantry the rotating side of the gantry caught the plexi ring and broke it into pieces, exposing the interior of the gantry. User handling error was determined to be the root cause of the reported event. No malfunction of the CT device had occurred and the scan had been completed as expected. The broken ring was removed, the interior of the gantry was cleaned, and a new plexi ring was installed. The internal components of the device were not damaged. No further action is deemed necessary at this time.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens has initiated a technical investigation of the reported event. A root cause has not yet been identified. A supplemental report will be filed upon the completion of the investigation.

Event description:
It was reported to siemens that after a computed tomography (CT) procedure using the somatom definition system, the cover of the CT scanner (plexi ring) was damaged by an external force. After completing an entire scan of the patient's body, the "down and out" button was pressed from the control room. During the table unloading process, an unknown item fell onto the plexi ring. When the table was lowered the item was pressed into the plexi ring, causing it to contact the rotating parts of the gantry. The system had not malfunctioned but was damaged as a result of the event. There was no patient injury associated with the event; however, the exposed rotating parts inside the gantry could injure a patient if the event were to reoccur. The user discontinued use of the system until repairs are completed.